Event description:
The customer reported that the battery had a torn elastomer. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery had a torn elastomer. There was no report of pt involvement. The battery was evaluated at philips and the tear in the elastomer was confirmed. The device would intermittently shutdown unexpectedly when the battery was inserted. The battery was fully charged. Philips sent the customer a new battery which resolved the failure.